Event description:
It was reported that during a superion indirect decompression system implant procedure the patients anatomy was very difficult while opening the implant and the implant cracked and the b weld broke off from the implant housing and came off in one piece. The broken implant was replaced with a new one and the procedure was completed successfully. The broken implant was retained at the facility and was not returned.